Event description:
It was further reported that the issue occurred during pre-use inspection for a therapeutic procedure which was completed with a similar device.

Manufacturer narrative:
Non-health care professional; e2: no this supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: the device was returned to olympus for evaluation and the customer's allegation was confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation." The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is expected to be returned to olympus. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the camera head displayed poor quality image. There were no reports of patient harm associated with the event.